Event description:
The pt had no stimulation. All impedances were greater than 20,000 ohms. It was suspected there was electrode breakage near the anchor. The lead was replaced. The pt outcome was reported as "therapy is ongoing".

Manufacturer narrative:
(B) (4).